Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed the negative terminal in battery well 1 was pressed into the case. Physio replaced the rear case and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.